Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, a message "diagnostics cleared due to invalid data" was displayed. The patient had a CT scan recently. After the device was re-interrogated normal function resumed.